Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The following information was requested, but unavailable: event date, procedure name, lot number. Did the reservoir work after first activation? How many times was the reservoir re-activated? Was there an issue with the plate locking mechanism? How was the case completed?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the reservoir was connected to a drain. After the procedure, the reservoir could not be locked sometimes. There were no adverse consequences reported. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
The reservoir fails to close properly due to the bottom hinge of the plate is broken. After analysis it was found that the bottom hinge of the plate was broken possibly by final user handling after the manufacturing process was completed. Under this condition the plate will remain open and an open plate cannot be packaged in the inner pouch. Based on the present analysis, it is determined that the reported complaint is not related to manufacturing process and root cause could not be determined due to it was not possible to know when the bottom hinge of the plate was broken.